Event description:
Event description guidant received information that during testing this atrial lead was intermittently sensing r waves and intermittently capturing the ventricle. In ddd mode, the surface electrocardiogram displayed loss of atrial and ventricular capture due to the ventricle being in refractory when the atrial lead captured in the ventricle. An x-ray was performed and showed that the atrial lead had dislodged.